Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: summons received - case updated as an incident. Event personal injuries was updated to persistent pelvic pain. New events "menstrual issues" was added. Product implant date was added. Surgical treatment was added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cystoscopy since (B)(6) 2017, left lower quadrant pain, drug allergy, allergy, drug hypersensitivity and allergy. Concomitant products included ibuprofen from 2009 to 2017, pantoprazole since 2012, propranolol since 2012 and ranitidine since 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2016, 6 years 10 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), abdominal pain lower ("cramping") and adnexa uteri pain ("left ovary pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, surgical removal of coil(s) - cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and fatigue had resolved and the menstrual disorder, dysmenorrhoea, anxiety, migraine, headache, weight increased and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, anxiety, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Surgical pathology report-diagnosis- uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: secretory endometrium, leiomyomata uteri, benign fallopian tubes. Most recent follow-up information incorporated above includes: on 28-aug-2018: plaintiff fact sheet and medical records received. New reporters, essure start stop date, event outcomes and events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety/mental anguish, migraines / headaches, dysmenorrhea (cramping), fatigue, weight gain, left ovary pain and cramping. Concomitant medication, patient relevant information and lab data were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain") in a 38-year-old female patient who had essure (batch no. 20176207) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cystoscopy since (B)(6) 2017, left lower quadrant pain, drug allergy, allergy, drug hypersensitivity, drug allergy and palpitation. Concomitant products included ibuprofen from 2009 to 2017, pantoprazole since 2012, propranolol since 2012 and ranitidine since 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), abdominal pain lower ("cramping") and adnexa uteri pain ("left ovarie pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, surgical removal of coil(s) - cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and fatigue had resolved and the menstrual disorder, anxiety, migraine, headache, weight increased, adnexa uteri pain and depression outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 248 lbs. Approximate weight at the time of essure placement: 198 lbs. Surgical pathology report-diagnosis- uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: secretory endometrium, leiomyomata uteri, benign fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 89.81 kgs. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2018: quality safety evaluation of product technical complaint. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain') in a 38-year-old female patient who had essure (batch no. 20176207) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cystoscopy since (B)(6) 2017, left lower quadrant pain, drug allergy, allergy, drug hypersensitivity, drug allergy and palpitation. Concomitant products included ibuprofen from 2009 to 2017, pantoprazole since 2012, propranolol since 2012 and ranitidine since 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), abdominal pain lower ("cramping"), adnexa uteri pain ("left ovarie pain"), urinary tract disorder ("urinary tract disorder") and bladder disorder ("bladder disorder "). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy, surgical removal of coil(s) - cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, urinary tract disorder and bladder disorder had resolved and the menstrual disorder, anxiety, migraine, headache, weight increased, adnexa uteri pain and depression outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 248 lbs. Approximate weight at the time of essure placement: 198 lbs surgical pathology report-diagnosis- uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: secretory endometrium, leiomyomata uteri, benign fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 89.81 kgs. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : event added- bladder and urinary disorder. Events outcome updated. Reporter added we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.